Manufacturer narrative:
A half of an intraocular lens was received for analysis. Due to the condition of the lens, it was impossible to achieve a valid measurement of the diopter. Product history records were reviewed and indicate product met release criteria. There have been no similar reports received for remaining lenses manufactured in this work order. The cause of this event is undeterminable.

Event description:
Physician reported the patient experienced a 5 diopter discrepancy post implantation of the intraocular lens. The lens was removed and replaced without difficulty.